Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after consuming a larger-than-usual breakfast, and a caregiver inquired about administering a manual or ¿fake¿ bolus; education was provided that the ilet¿s correction algorithm would address the elevated glucose without a manual bolus. Symptoms included the user feeling okay. Outcomes included a peak blood glucose of approximately 400 mg/dl, system high-glucose alerting, self-management without outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding ilet meal announcements and the correction algorithm. Investigation of this case revealed no device malfunction and that the elevated glucose was consistent with excessive carbohydrate intake relative to usual patterns, with the device expected to correct per algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia due to user meal behavior rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.